Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages/unable to baseline) was confirmed. As received, the belt failed the incoming functional ECG fall-off test. Upon evaluation, the pulse wire inside the ECG c & d cable became un-insulated and caused a short between the brown (lead 1-) and red (+5v) wires. The cause of the adjust belt or check belt messages and inability to baseline was due to the shorted wires. The cause of the excess wire in the ECG was isolated to a manufacturing error. A supplier corrective action has been initiated. (B)(4). No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the belt was unable to complete a baseline due to constant adjust belt/check belt messages.